Event description:
The customer reported obtaining high patient results and quality control (qc) for ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl) on their au680 clinical chemistry analyzer. The customer did not report the patient results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and found bubbles in the reference electrode. The fse replaced multiple parts including the reference electrode, the reference electrode block, na electrode, k electrode, cl electrode and ise tubing to resolve the issue. The fse decontaminated the analyzer. The fse performed calibration and quality control, which all was within range. The fse verified analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).